Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and ketones; bg values were not provided. Cause of bg was not known; however, customer's healthcare provider alleged bg may be caused by an unspecified pump issue. No alerts or alarms had occurred at the time of this event. Correction boluses were delivered to address bg. Customer was hospitalized and treated with insulin infusion. Customer was released the following day with the issue resolved and no permanent damage. A system check was performed and the pump performed as intended.